Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered there was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection. Stated, does not prime. 6 pen needles affected. Lot: 2263357. Catalog: 320555. Date of event: unknown. Samples: no cl.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection stated, does not prime. 6 pen needles affected. Lot: 2263357. Catalog: 320555. Date of event: unknown samples: no cl.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.